Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a bent pin at the battery connection. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller and batteries (bat318867, bat306927, bat304977, bat319786, bat306907 and bat553181) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. Failure analysis of the returned batteries revealed that the units passed functional testing. Visual inspection revealed worn connectors, likely due to wear as a result of the interaction between the controller's power port and batteries. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. An investigation was opened for bent/damaged pins on controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller failed visual inspection and functional testing as a result of power port 1 has a bent pin. Additional system component being reported for this event: (B)(4) - the returned battery passed functional testing but failed external visual inspection due to the battery connector was found with the center block worn-out. (B)(4) - the returned battery passed functional testing but failed external visual inspection due to the battery connector was found with the center block worn-out. (B)(4) - the returned battery passed functional testing but failed external visual inspection due to the battery connector was found with the center block worn-out. (B)(4) - the returned battery passed functional testing but failed external visual inspection due to the battery connector was found with the center block worn-out. (B)(4) - the returned battery passed functional testing but failed external visual inspection due to the battery connector was found with the center block worn-out. (B)(4) - the returned battery passed functional testing but failed external visual inspection due to the battery connector was found with the center block worn-out. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the batteries were exchanged due to the associated controller. The batteries were returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
Corrections: other devices involved in this event: heartware ventricular assist system ¿ battery, battery /(B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: unk, available for eval: yes, return date: 2017-10-18, evaluated by MFR: yes, mfg date: 2016-03-16 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-11-30 UDI #: unk, available for eval: yes, return date: 2017-10-18, evaluated by MFR: yes, mfg date: 2015-11-04, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-10-31 UDI #: unk, available for eval: yes, return date: 2017-10-18, evaluated by MFR: yes, mfg date: 2015-10-31, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: unk, available for eval: yes, return date: 2017-10-18, evaluated by MFR: yes, mfg date: 2016-03-22 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery /(B)(4)/ model #: 1650 / expiration date: 2016-11-30 UDI #: unk, available for eval: yes, return date: 2017-10-18, evaluated by MFR: yes, mfg date: 2015-11-09 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31 UDI #: unk, available for eval: yes, return date: 2017-10-18, evaluated by MFR: yes, mfg date: 2017-03-30 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.